Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site does not like the design of these clamps. The site thinks that they are insufficient to meet the needs of the health care professional (hcp). They wish to use a clamp that offers less trouble when using. The spinous process clamp would not close around the spinous process. This was resolved by using a different clamp. The screwdriver was stripped. The hcp had to apply extra pressure to make the screw head turn. There was no delay to the procedure. No impact on patient outcome.